Manufacturer narrative:
The health care professional (hcp) was planning to contact the other manufacturer to complete troubleshooting. Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited shock impedance measurements greater than 200 ohms with the svc coil programmed into the shock vector. The rv coil impedance was 56 ohms. Boston scientific technical services (ts) discussed the measurement range for this lead however suggested contacting the other manufacturer to discuss device programming and function. No adverse patient effects were reported.